Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The insulin pump had moisture damage found on electronic assembly. The insulin pump had a cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received two motor error alarms. The customer's blood glucose level was 280 mg/dl. The insulin pump was dropped into a pool. He advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.